Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, right ventricle (rv) oversening was noted due to secure sense warning. It was suggested to reprogram the post-paced threshold. At the next follow-up the device will be reprogrammed. The patient was in stable condition.